Event description:
It was reported that the patient passed away on 09jul2023 due to sepsis. The patient had developed sepsis on (B)(6), 2023 and was put in antibiotics. The patient then had worsening septic shock was put on comfort care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.